Manufacturer narrative:
Continuation of d10: product ID: wr9230, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they cannot charge their implant. Patient mentioned that recharger just keeps beeping and when they placed the recharger over their implant, it would beep one time like it found a device then would go back to continuous beep until they put the recharger back in the dock. Patient confirmed recharger is on by seeing 3 green battery bars on the recharger. Agent walked the patient to reset the recharger and close all application on their handset. Agent walked the patient to go to recharger app but patient reported charging my battery came up right away agent walked the patient through the restart of the handset. Patient tried to reconnect the handset to the recharger but it is just beeping, and agent instructed the patient to reposition the recharger to the implant but patient still not able to connect. Patient started to see telemetry number 0-13-14 and then 0-2-19. Patient reported implant is at 20% and stated they used to be able to recharge the implant but never got to work all the way through since january. Agent prompted to reposition the recharger but recharger still kept beeping. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they cannot charge their implant for 2 months. Patient confirmed to the agent that there's no swelling or scar tissue on the implant site. Patient was redirected to hcp. Patient called back stating the same issue and then stated she was given this number and routed to this team.